Manufacturer narrative:
Internal reference number: case(B)(4). Ligan, z..(2020). Comparison of pfna and intertan intramedullary nail in the treatment of unstable intertrochanteric fracture of femur in elderly patients. Contemporary medicine. Doi: 10. 3969/j. Issn. 1009-4393. 2020. 36. 013.

Event description:
It was reported that on literature review "comparison of pfna and intertan intramedullary nail in the treatment of unstable intertrochanteric fracture of femur in elderly patients", 3 patient suffered from internal fixation failure due to unknown reasons. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per the case, no further information will be provided nor will the devices return for evaluation. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported events have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.